Event description:
According to the available information, when the rail is pulled back the pusher detaches from the rail.

Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9745006. On september we received one sealed sample. The kit received was tested. The outer diameter of the inner tube of the pusher as well as the inner diameter of the stent were measured, because this dimensional can have an impact about the issue described in this complaint. The pusher was conformed to our specification but the inner diameter of the stent was found above the specification. This situation can lead to a poorer connection which can explain an easier disconnection. According to the information known quality database was checked and revealed one non-conformity in relation to the issue mentionned: nc-009530: "jj biosoft out of specification": this non-conformity was opened following the reception of jj biosoft out of specification in the complaints process. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on biosoft product, defect: functionality / disconnect from october 2020 to october 2024, 22 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, when the rail is pulled back the pusher detaches from the rail.